Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that in 2003 the patient underwent treatment with the peripheral cutting balloon for one lesion. The target lesion was avf, de novo, mildly tortuous, and with no calcification. The lesion was 7mm in diameter and 10mm long with 80% stenosis before treatment. Post-procedure stenosis was 0%. Lesion morphology was described as concentric tight stenosis. The patient's three f/u visits were in 2003. During the three follow up visits, the target lesion was patent and there were no adverse events or re-interventions, comments reported as, "good performance of the avf during dialysis". At the 12 month follow up visit, the patient's status was described as "dead". No additional information for cause of death or date of death was provided.